Event description:
Trocar was drilled into place and was felt to be in good position and while surgeon had good fill in one direction, we had no fill in the other direction. Decision was made to make a small change in the trocar and as it was backed down and angled slightly differently to push it, there was a snap and the tip broke off at the third portal hole. Small incision was made over the area in an attempt to retrieve broken tip. Surgeon could not retrieve, spoke with patient and family and decision was made to leave in.